Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that:the visual inspection of the received trail implant has shown that the device is in a very used condition, there are nicks and scratches all over and the anodized surface is strongly discolored due to often reprocessing. Also we found that the first two thread flanks of the connection thread are completely flattened, which makes a proper connection with insertion handle impossible. Due to this damage the relevant dimensions cannot be verified anymore. However, the anodized lawyer is missing at the damage, which is a clear indication that the damage was caused post-manufacturing. Based on the complaint description we can only assume that a mechanical overload during use caused the damage to the thread, due to the very used overall condition of the device wear and tear may also have played a certain role. The manufacturing documents were reviewed and no complaint related issues were found. This lot of 69 pieces was manufactured in august 2006 and we are not aware of any other complaint for this article- and lot number. Based on these findings a manufacturing related fault can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded inserter came away and left the trial in the patient when the surgeon to remove it. The surgeon managed to re-engage the trial inserter and remove the trial. The surgery was not prolonged. There was no patient harm. This is report 1 of 1 for (B)(4).